Event description:
Hospital reported that pouch of convenience kit was not completely sealed thereby compromising sterility. The kit was not used and was retunred for evaluation.

Manufacturer narrative:
Although the device involved in the reported incident has been returned to the manufacturer, a failure analysis has not yet been completed. Upon completion of the complaint investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.